Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, it was indicated that the control section had foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.